Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lower half of the programmer screen was not responding correctly to the stylus, and there was a possible calibration issue. The status of the programmer was not known. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comment that the stylus tip position on the touch screen was out of calibration. Analysis also determined that the cord bay latches were broken, the bullets assay were missing, the handle was cracked, the logo button was broken, and there was an error found in the software history. All found defective parts were replaced and all other identified issues were resolved. The device then passed all functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer was returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.